Manufacturer narrative:
The distributor provided technical support to the customer to troubleshoot the reported issue. After troubleshooting, the customer was provided with recommendations. The customer was recommended to perform flow sensor calibration and to clean the inspiratory and expiratory valves to correct the issue. No report of patient involvement. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). No report of patient involvement. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The customer reported an error found during pre-use checkout indicating a malfunction which may result in high co2 delivery. There was no report of patient involvement.